Event description:
The caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in reloading the cartridge and resuming insulin delivery, explaining that the pump reset was a precautionary measure and guiding the caller through necessary actions such as restarting cgm sessions.